Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the system fan and power supply fan were noisy. Analysis also found the programmer failed software control gain and agc (automatic gain control) at incoming test; the rf (radio frequency) head connector found loose on the lem (link electronic module) printed circuit board assembly. The keyboard latch was broken. (B)(4).

Event description:
It was reported the programmer has a noisy fan bearing. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.